Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on nasal and throat swab (copan eswab). Pcr confirmation testing generated negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional /corrected data: h10: this supplemental report is being submitted to retract the previous initial MDR report for a false positive obtained with diluted viral transport media (liquid amies medium) per the package insert the ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Testing using vtm is considered off-label and are not supported for use by abbott rapid diagnostics scarborough. The results of this test are considered to be not valid.